Manufacturer narrative:
According to the report, bioglue was used in several cardiac procedures. Sometime after the surgeries were performed several patients developed sterile abscesses. After multiple contact attempts, cryolife was informed by a member of the legal department of the surgical facility that the surgeon was not aware of any adverse events involving bioglue as indicated in the original report. Therefore, with the available information, no complaint investigation can be performed and no conclusion can be drawn. This report is being submitted as required by federal regulations and does not constitute an admission that device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
This investigation is currently ongoing. Any additional info will be provided in the follow-up report.

Event description:
According to the report: bioglue was used in several cardiac procedures. Sometime after the surgeries were performed several pts developed sterile abscesses. The exact number of pts affected is currently unk. Additional medwatch reports will be submitted when more info is provided from the user facility.